Event description:
While surgeon was firing the endogia with a roticulating load, about the fifth attempt to use the device, the unit malfunctioned and he was not able to open the stapler. After multiple attempts the unit opened tearing the pulmonary artery. Case had to be converted to an open thoracotomy and the artery was repaired with a clip and suture.====================== manufacturer response for surgical stapler, autosuture======================so far they've only had some questions about what happened.